Manufacturer narrative:
(B)(4). The patient left a clamp open on an unused line, which led to the reported leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. The patient was connected and in drain one when they noted fluid on the floor. The technical service representative instructed to stop the therapy and disconnect. The patient was unable to determine where the solution was leaking from. The patient ended the therapy. During the follow up, the patient stated that when they were removing the supplies, they noted that a clamp was left open on an unused line which led to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.